Manufacturer narrative:
As reported, during the procedure it was noted that the hydrosurg plus laparoscopic irrigator was leaking irrigation fluid. A photo of the subject device was provided. Evaluation of the photo finds that the unit was covered in leaked corrosive material, historical seen when a fluid leak presents into the battery compartment resulting in corrosion of batteries and other internal components. Fluid also appears to be present. Based on the photo evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. If/when the sample is returned a sample evaluation will be completed. If the evaluation identifies something other than what is coded/stated, a supplemental emdr will be submitted. Not returned.

Event description:
As reported, during an unknown procedure the bard/davol hydrosurg plus irrigator w/tip irrigator leaked irrigation fluid. There was no reported patient injury.